Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and while using a vizigo¿ sheath, just prior to going transseptal, they were not able to visualize the catheter on carto® 3 system. After building a matrix in the right atrium, the physician noticed blood was coming out of the valve and there was no seal on the valve. The cable was replaced without resolution. The sheath was replaced, and the problem was resolved. The case continued. No adverse patient consequence was reported. The visualization issue is not MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and while using a vizigo¿ sheath, just prior to going transseptal, they were not able to visualize the catheter on carto® 3 system. After building a matrix in the right atrium, the physician noticed blood was coming out of the valve and there was no seal on the valve. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000637 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).